Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 180 mg/dl.